Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the surgeon pulled device away from site where they were activating on tissue and while the blade was still hot it touched bowel, leaving a white mark on the bowel. No medical or surgical intervention was required to repair the burn. The injury was reported as being temporary.

Manufacturer narrative:
One sonicision ultrasonic dissector was received for evaluation. Visual inspection found no defects. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The device successfully activated in both the low and high power modes when the jaw was open and the waveguide was not in contact with a cut media. Nothing was found during testing that would have contributed to the event.

Event description:
The customer reported that when the surgeon pulled device away from site where they were activating on tissue and while the blade was still hot it touched bowel, leaving a white mark on the bowel. No medical or surgical intervention was required to repair the burn. The injury was reported as being temporary.